Event description:
When the synchromed ii pump reaches its end of service (eos), it is designed to automatically stop infusing drug and will sound the critical two-tone alarm. Approximately 90 days before eos, the elective replacement indicator (eri) occurs and the non-critical single-tone alarm sounds. After eri occurs, interrogation of the pump with the medtronic programmer will show the "schedule to replace the pump by" ("replace pump") date. In some cases when the eos date falls on the first day of the calendar month, it is possible that the programmer may display an incorrect or undefined replace pump date. It was reported that the noncritical alarm for the pump elective replacement indicator (eri) occurred on (B)(6) 2011. The "replace pump by date". The patient had no symptoms and the pump continued to function. The pump contained dilaudid. The health care provider replaced the pump on (B)(6) 2011 and the patient was "doing well" at the time of the report. Return of the device to the manufacturer for analysis was requested.

Manufacturer narrative:
Catheter: model # 8709, implanted (B)(6) 2004, explanted: unknown; programmer: model # 8840, lot # unk; software card: model 8870, lot # unk. Medtronic became aware of a potential software issue on (B)(6) after analyzing a returned pump and has filed an MDR report for this device on (B)(6) 2011. Preliminary engineering analysis indicates that there may be a scenario in which a patient's pump may display an erroneous "schedule to replace the pump by" date on the model 8840 programmer or printed strip. Medtronic has identified 10 patients with pumps that may exhibit this display error in (B)(6) 2011 and is in the process of notifying these patients or the physicians following them. The first notification occurred on (B)(6) 2011. The investigation of this issue is ongoing which may result in the identification of pumps that may exhibit the display error after the month of (B)(6) 2011. Thus, notification of additional patients or the physicians following them is a possible outcome of the company's ongoing investigation. This correction report is being made pursuant to 21 cfr 806.10(f).